Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference (emi). Technical services advised stored episodes that exhibited emi oversensing occurred at implant and were likely result of electrocauterization. The presenting electrogram does not exhibit any noise or emi. This ICD remains in service. No adverse patient effects were reported.